Manufacturer narrative:
The customer¿s report of a heparin infusion stopping without alarming or transitioning to kvo was confirmed. The pcu event log shows that at 10:36 pm on (B)(6) 2017 the pump module was programmed to infuse drugid 32 at a rate of 11 ml/hr with a vtbi of 44 ml. At 5:22 am on (B)(6) 2017 the user programmed a delay for 7 minutes with no callback after programmed. At 5:29 am the delay completed and the infusion restarted. The resumed infusion completed at 12:42 am on (B)(6) 2017. The root cause of the heparin infusion stopping without alarming or transitioning to kvo was a user programming issue. When a delay is programmed with no callback after, the infusion does not alarm when the resumed infusion completes. By design, a delayed infusion does not transition to kvo when the resumed infusion completes as it is intended for use when there is another infusion running to keep the vein open.

Event description:
The customer reported the heparin infusion stopped without alarming or transitioning to kvo. The customer reported that there was unspecified temporary patient harm; however, additional information was not provided.